Event description:
During his routine pacemaker eval on 09-29-98, the bipolar resistance of his pacesetter 1038 ventricular lead measured less than 250 ohms. The operative resistance on 03-30-92 was 650 ohms. The resistance at his initial visit in our office on 10-13-97 was 373 ohms. The unipolar resistance was 315-321 ohms. The previous unipolar resistance on 10-13-97 was 411 ohms. Capture thresholds on the lead were good but bipolar oversensing deterioratied significantly to 1.0. Oversensing occurs in bipolar at the threshold of 1.0. Oversensing also occurs in unipolar at 8 mv. The lead was surgicaly replaced on 10-23-98 due to malfunction suggestive of an insulation breach.